Manufacturer narrative:
The patient's dob, age at time of event, or weight is unknown. This information was not available from the facility. During inflation, the balloon ruptured above rbp (14 atm) and could not be removed from the patient. Additional intervention was performed, resulting in a prolonged procedure. Patient information regarding relevant test/laboratory data or medical history is unknown. This information was not available from the facility. Report source: foreign- (B)(6). The angiosculpt device was returned intact to a 0.018" guide wire and a 6f introducer sheath. Visual examination found a radial balloon tear along with a longitudinal tear on the distal portion of the balloon. The proximal balloon appeared normal with both marker bands intact to the device. Based on the nature of the returned device, it is probable that the balloon ruptured radially since a longitudinal tear was only present on the distal portion of the balloon. The angiosculpt device was used off-label. The IFU states to not exceed the rbp printed on the package label.

Event description:
The angiosculpt device was inflated multiple times and during the fifth inflation at 5 seconds, the balloon ruptured at 20 atm (above rbp). During removal, resistance was encountered and could not be removed from the patient. A cut down approach was performed in order to remove the catheter and sheath together as a unit. Upon removal, a tear on the balloon was observed. The procedure was completed with the suspect device.

Manufacturer narrative:
Block h3: it was initially reported that the angiosculpt device was returned intact to a 6f introducer sheath. Block d11 in the initial report is correct, which listed the correct size as 5f. Block h6: an undersized introducer sheath (5f) was used. The product label indicates the angiosculpt device is compatible with a 6f introducer sheath. H3 other text : placeholder